Event description:
As reported, in 2008, this pt presented with an acute dissection that spanned from the pt's transverse arch to the aortic bifurcation. The pt was implanted with a gore tag thoracic endoprosthesis. During distal balloon with a gore tri-lobe balloon inflation the pt's aorta ruptured. The pt later expired from cardiac arrest in the same day. An autopsy was not performed.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.